Manufacturer narrative:
No product was received for investigation. Complaint data for softclix device lot number bba145 showed no increased cumulation of the alleged failure in the affected production interval. Medwatch fields d1, d2, d4, g1, and g4 were updated.

Manufacturer narrative:
The softclix device was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The customer alleged there was an issue with the coaguchek softclix device. The customer stated that the softclix device was not puncturing the patient's finger. The customer stated the needle carrier appears offset in the device. The cap is unable to attach to the softclix device due to the needle carrier not being centered within the device. The customer confirmed that the lancet carrier and housing do not appear cracked or damaged. The customer further confirmed that the device has not been dropped/mishandled.